Manufacturer narrative:
The manufacturer previously reported a "service required" alarm upon initial set-up of a ventilator. The ventilator was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause was determined to be a faulty detachable battery and detachable battery cable. The ventilator will be scrapped per patient request.

Manufacturer narrative:
Device has been evaluated but returned unrepaired per customer.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.